Event description:
An olympus representative reported to olympus on behalf of the customer that the duodenovideoscope had a low light issue. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator has foreign material. The foreign material is yellowish/brown in color and the foreign material is unknown. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the forceps elevator has foreign material. The universal cord, the control unit, the right/left knob, and the up/down knob all are dirty. Additional evaluation findings were as follows: because suction cylinder is shaved, suction volume does not meet the standard value, due to breakage of light guide bundle, illumination is uneven, due to deformation of nozzle, water removal ability does not meet the standard value, the nozzle is deformed, the objective lens, the control unit, all have a scratch, the light guide lens, the connecting tube has discoloration, the plastic distal end cover has a dent, the adhesive on bending section cover is detached, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of the standard value, and the grip has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed they are trained and performed reprocessing in routine. However, the flushing of detergent around forceps elevator during manual cleaning is intermittently done. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the handling of the device (reprocessing) was deviated from the instruction manual from the obtained information. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.